Manufacturer narrative:
Review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the stent had moved on the balloon so that its proximal edge was 1mm distal to the proximal markerband. The stent appeared slightly damaged throughout. The damaged sections were measured, there were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual examination revealed that the manifold was cracked. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as a device performance was limited due to anatomical procedure factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (04/17/2009). It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the physician could not cross a previously placed stent in the target lesion in the distal section of the left anterior descending (lad) artery with a 2.50x12mm taxus express2 device. The physician predilated the lesion. He introduced the first two drug eluting stents and deployed them successfully in the mid-distal part of the lad. He then noticed that in the distal part of the stents there was a plaque shift, so he decided to put another short stent distally (taxus express 2.5x12). He introduced the stent, but then the stent wouldn't advance anymore after becoming inside the first proximal stent. The physician tried to push it forward, but it didn't advance. After several tries he removed the stent, inserted another 2.5x18 non bsc drug eluting stent which was easily deployed at the distal part of the artery. There were not pt injury or pt complications and the pt is reported as stable. Analysis of the returned device revealed stent damage and the stent had moved on the balloon.